Manufacturer narrative:
Product event summary: at analysis it was determined that the output port had poor contact. The cable was replaced and the generator then passed its functional test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the replacement of the battery the external pulse generator stopped working. It was further reported that this occurred during the set-up of the device. The generator has been returned for service. There was no patient involvement.